Event description:
The customer called to report a partial display. Troubleshooting was performed. The bottom half of the screen appeared to be missing. The customer tried to treat pt high bgs with the pump earlier but the continued to have an alarm, which interrupted the bolus. It was stated that the customer tried several more times after to deliver a bolus and received the alarm again. The customer was becoming agitated. It was stated that eventually the customer found the reservoirs and insulin. The customer contacted the dr and was instructed on correcting the dosage amount. Instructed the customer to check the expiration date first, but the customer had already given themselves the corrected amount with a manual injection. See h10.